Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a pulsed field ablation (pfa) procedure, the patient was presented to the emergency room with palpitations and was found to have atrial fibrillation and atrial flutter with rapid ventricular rates. Electrocardiograms conducted on two occasions showed clinically significant atrial flutter. An x-ray revealed a normal heart and mediastinum, clear lungs, and no pleural effusions. The patient was treated with a oral calcium channel blocker (ccb) and drip, and a beta-blocker was restarted. The patient converted to normal sinus rhythm and was discharged the same day. The case was completed with pulsed field ablation. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.